Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that around (B)(6) 2013, he had experienced a hypoglycemic event and became incoherent, disoriented and refused to drink juice to raise his bg. His wife called paramedics who measured his bg at 33 mg/dl while, according to patient, cgm was reading around 70 mg/dl. Paramedics also treated him with glucose. Since patient is unable to provide cgm data, dexcom is seeking for patient to return his cgm in order for dexcom to investigate the data around the time of the event. At the time of his call to dexcom technical support, patient was feeling better.